Manufacturer narrative:
No product returning for evaluation. Should new information become available, a follow up report will be submitted.

Event description:
Received information stating customer had not used pump for 2 months and pump would not power on after plugged in for 5 minutes. There wa sno reported impact to customer's blood glucose level.